Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to far r oversensing. No changes were reported. The patient was stable.